Event description:
It was reported patient underwent a right femoral fixation procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to a femur fracture. The plate, lag screw and cortical screws were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿